Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history review for this lot has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device used for treatment and not diagnosis. The present battery was dismantled and reviewed. It was established that the overcurrent protection was defect. The exact cause of damage could not be determined, but we exclude a failure from the production. Please note that exclusively the synthes universal charger (05.001.204) should be used, when charging the battery. Other charger could lead to damages. The battery was manufactured according to the specifications. No product fault could be detected. Corrected information: the part and lot number, common device code, and 510k number were not reported correctly in the initial medwatch. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on an unknown date, it was discovered that the battery of the device was defective. It is unknown where this occurred. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.